Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot = null. Device history batch = null. Device history review = null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Litigation alleges injuries, damages, debility, mental pain, and discomfort. Update 1: pfs alleges sharp pain, device loosening and metallosis. After review of medical records, it was confirmed that the patient was revised to address loosening of the stem and significant metallosis. Revision notes indicated that patient has left lower extremity shortening and there was significant scar tissue formation. Update 2: ppf alleges metal wear and metallosis confirmed in medical record. Ppf also alleged loose cup but was not revised. After review of medical records for the MDR reportability, surgical pathology reported old implants and tissue left hip: fragments of articulated bone reactive changes, fibrotic, fibroadipose tissue and synovium with old hemorrhage and fibrinous adhesions. Doi: (B)(6) 2009; dor: (B)(6) 2015; left hip.